Event description:
It was reported that this right atrial (ra) lead was explanted due to far field oversensing. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.